Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a high blood glucose value of 500 mg/dl. No troubleshooting was performed because the customer declined stating it was high because he ate sweets all day ((B)(6) day). Nothing will be replaced or returned.